Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a sensor error and when removing the sensor he found that the cannula was split in two. Customer stated that his has happened to him before and explained that the separation is not directly down the middle that the split is more as a 60 and 40 proportion. The customer did not have blood at site when inserting but stated that it was difficult to remove. The sensor would be replaced and returned for analysis.